Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician complains that ingevity leads are difficult to insert into the connector block of boston scientific devices. The physician noted that despite using mineral oil, force is needed to fully insert the leads into the header. The physician indicated that it is almost like the diameter of the leads is too large for the header.